Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master manipulators at the surgeon's console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr and multiple servo driver pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error codes #201 and #264 appear when the davinci s safety system determines a voltage tracking fault reported by the digital signal processor (dsp). Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the reported system errors, the encoder assembly and a motor assembly were replaced as a precautionary measure. The servo driver pca board was also returned to isi, however, failure analysis has not been completed at this time. A follow-up MDR will be submitted once evaluation is completed. As of 2008, there have been reported recurrences of the issue at this hosp.

Event description:
It was reported that 2 hours into a da vinci s prostatectomy surgical procedure, the customer experienced recurring system error codes #201 and #264. The site was advised by an isi regional support specialist to exercise all axis on the right master tool manipulator (mtmr) and to restart the system. The system error code #201 continued to occur and could not be overridden. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.